Event description:
It was reported through remote transmission that noise was observed on the right ventricular lead. Patient in-clinic checkup was discussed to perform isometrics to confirm reproducible lead noise. No further information was available.